Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
Customer reported patient experiencing chest pain after placing bravo capsule. Customer is planning to conduct x-ray to confirm capsule placement. No further information was provided.